Event description:
The pt was unconscious. Her daughter found her and tested her blood glucose on the suspect device. Her blood glucose was 180 mg/dl. She called the paramedics and they tested her blood glucose on their device and it was 28 mg/dl. She was taken to the hosp and given 1 ampule of d50.